Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels. Customer's blood glucose level was 45 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. Customer will continue to use pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.